Event description:
The user facility reported that during preparation for use before the patient was anesthetized, a 4k camera head channel was observed to be leaking. Another camera was used to complete the intended procedure. There was no patient/user harm or injury reported due to the event. The device was sent to an olympus service center for evaluation. Inspection and testing of the device found there was no image. This report is being submitted for the reportable malfunction (no image) found during the device evaluation.

Manufacturer narrative:
During inspection and testing, there was no image on the display due to a faulty cable. The customer's complaint of the channel leaking was not confirmed or duplicated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Based on the results of the investigation, and since the channel leaking was not confirmed during evaluation, the definitive root cause of this reported issue could not be determined. Olympus will continue to monitor field performance for this device.